Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
It was reported that a patient had a rash noted under the pouch film within 4 hours of application. The patient removed the pouch and returned to a previously used system. No additional information was provided. Patient outcome is reported as the condition resolved.